Event description:
The antiseptic surface catheter was inserted into a female pt in the or. Her blood pressure dropped and the operation was stopped. It was discovered that it had previously been determined that the pt was allergic to chlorhexidine, a component of the antiseptic catheter treatment. The physician overlooked this pt's sensitivity. The pt recovered without any complications. The surgery was completed using a non-co's catheter.